Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a regular check. Upon interrogation, the right atrial (ra) lead was noted with automatic mode switch episodes and atrial noise reversion episodes, which all showed lead noise. The noise could be reproduced in clinic with left arm movement and rotation. The patient has not been symptomatic to any of the episodes. The physician requested to monitor the lead only as it was not causing any issues for the patient. The patient was stable.